Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) fell out of the patient while they were making their bed. The device remains explanted and new device is scheduled to be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.